Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: distal end of fallopian tube and underlying broad ligament') in a 21-year-old female patient who had essure (batch no. 646511) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity and uterine bleeding. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish"). On (B)(6) 2010, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), 6 months 1 day after insertion of essure. On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (right side removal, surgical removal of coil). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation, depression, anxiety and abdominal pain outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and vaginal infection had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion reported as : (B)(6) 2004 and (B)(6) 2009. Only right side device was removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.9 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2010: unilateral occlusion (left tube occluded). Essure device is noted on the left. Right essure device is not confidently seen on this exam.; on (B)(6) 2010: patient right fallopian tube represents a failed essure procedure.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received:-outcome for event pain, bleeding and bladder/urinary problem updated from unknown to recovered resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: distal end of fallopian tube and underlying broad ligament') in a 21-year-old female patient who had essure (batch no. 646511) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity and uterine bleeding. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish"). On (B)(6) 2010, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), 6 months 1 day after insertion of essure. On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (right side removal, surgical removal of coil). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion reported as : (B)(6) 2004 and (B)(6) 2009. Only right side device was removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.9 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2010: unilateral occlusion (left tube occluded). Essure device is noted on the left. Right essure device is not confidently seen on this exam.; on (B)(6) 2010: patient right fallopian tube represents a failed essure procedure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received. New event abdominal pain was added. Reporter address was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: distal end of fallopian tube and underlying broad ligament') in a 21-year-old female patient who had essure (batch no. 646511) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity and uterine bleeding. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish"). On (B)(6) 2010, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), 6 months 1 day after insertion of essure. On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (right side removal, surgical removal of coil). At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion reported as : (B)(6) 2004 and (B)(6) 2009. Only right side device was removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.9 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2010: unilateral occlusion (left tube occluded). Essure device is noted on the left. Right essure device is not confidently seen on this exam.; on (B)(6) 2010: patient right fallopian tube represents a failed essure procedure.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: distal end of fallopian tube and underlying broad ligament') in a (B)(6) female patient who had essure (batch no. 646511) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity and uterine bleeding. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish"). On (B)(6) 2010, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), 6 months 1 day after insertion of essure. On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (right side removal, surgical removal of coil). At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion reported as : (B)(6) 2004 and (B)(6) 2009. Only right side device was removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.9 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2010: unilateral occlusion (left tube occluded). Essure device is noted on the left. Right essure device is not confidently seen on this exam.; on (B)(6) 2010: patient right fallopian tube represents a failed essure procedure.. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs & mr received. Lot number was added. Date of insertion was updated. Model number was changed from ess 205 to 305. Added event abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginal, psychological or psychiatric problems condition: depression, anxiety and mental anguish, migration of essure device location of device: distal end of fallopian tube and underlying broad ligament. Reporter's information was added. Patient's demographics was added. Concomitant conditions, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.